Event description:
It was reported that a malfunction alarm occurred which resulted in the patient feeling unwell and going to the hospital. Blood glucose level was not provided but ketones were tested and found to be high. In hospital, customer received intravenous fluids of saline and insulin which successfully resolved the issue. Customer had not been released from the hospital at the time of this report and declined follow-up.